Event description:
Fell apart during a case, no patient injury and all parts were recovered. Neither patient injury nor medical intervention has been reported.  All of the pieces were returned to carefusion.  Additional information received from the customer on (B)(6) 2013.  There was no patient injury related to this issue and the item that was in the specimen container was the item that was retrieved from the patient. The provider did a thorough examination and no other items were found inside the patient.

Manufacturer narrative:
(B)(4). The complaint instrument has been forwarded to the manufacturing site for evaluation. The evaluation has not yet been completed. A follow up will be sent if additional information is provided.

Manufacturer narrative:
(B)(4). The complaint instrument was returned and an evaluation was performed by carefusion. It was observed that the screw in the jaw tip had fallen out, confirming the reported issue. However, it could not be determined what caused the screw to fall out. There was no product number or lot code visible on the instrument. As a result, the exact manufacturing date and manufacturing location could not be determined. The age of the instrument could not be determined without the lot code. The instrument appears to be the 256.31010u based upon a physical examination. The instrument was sent to the legal manufacturer of the 256.31010u. The manufacturer investigated the instrument and indicated that it was not manufactured by them. Without a lot or product code, no further action could be taken. The root cause could not be determined. A review of the complaint system was performed for this instrument over the last five years (14oct2008 through 14oct2013). There has only been one other complaint for this product during this time period. The other reported complaint was for the 256.31010u instrument being received bent by a customer. The investigation of this complaint determined that the root cause was shipping. There have been no other reported complaints related to this same reported issue. The reported issue will continue to be trended and evaluated by carefusion. This appears to be an isolated incident. The exact root cause of the reported issue could not be determined.